Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided by the contact regarding this event.